Event description:
It was reported that there were concerns the implantable cardioverter defibrillator (ICD) was experiencing premature battery depletion (pbd). It was noted that there was a battery depletion (bd) error code. Device data showed the device's power consumption was increasing in a gradual fashion. It was noted that the increase in power consumption was consistent with hydrogen degradation of a component. Technical services advised the bsc representative of the findings and that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported.

Event description:
It was reported that there were concerns the implantable cardioverter defibrillator (ICD) was experiencing premature battery depletion (pbd). It was noted that there was a battery depletion (bd) error code. Device data showed the device's power consumption was increasing in a gradual fashion. It was noted that the increase in power consumption was consistent with hydrogen degradation of a component. Technical services advised the bsc representative of the findings and that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported. Additional information was later received from the field that confirmed the device has been explanted and replaced successfully. There were no additional adverse effects to the patient reported.

Manufacturer narrative:
This product has not been returned to boston scientific. As a result, the allegation of premature battery depletion have been confirmed with analysis of the device data, but information was not sufficient to determine probable cause. This report will be updated should additional information become available or if the product is returned and analysis is completed.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that there was a battery depletion (bd) error code. Device data showed the device power consumption was increasing in a gradual fashion. Technical services advised the boston scientific representative of the findings and that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported. Additional information was later received from the field noting there was 16% battery remaining. It was confirmed the device has been explanted and replaced successfully. There were no additional adverse effects to the patient reported.

Manufacturer narrative:
This report contains a correction to the event description and device coding. Fields b5:describe event or problem and h6: device codes along with any other relevant fields have been updated. This product has not been returned to boston scientific. As a result, the allegation of premature battery depletion have been confirmed with analysis of the device data, but information was not sufficient to determine probable cause. This report will be updated should additional information become available or if the product is returned and analysis is completed.

Manufacturer narrative:
This report contains a correction to the awareness date from the previous report: follow-up #2. This report contains a correction to the event description and device coding. Fields b5:describe event or problem and h6: device codes along with any other relevant fields have been updated. This product has not been returned to boston scientific. As a result, the allegation of premature battery depletion have been confirmed with analysis of the device data, but information was not sufficient to determine probable cause. This report will be updated should additional information become available or if the product is returned and analysis is completed.

Event description:
It was reported that there were concerns the implantable cardioverter defibrillator (ICD) was experiencing premature battery depletion (pbd). It was noted that there was a battery depletion (bd) error code. Device data showed the device power consumption was increasing in a gradual fashion. It was noted that the increase in power consumption was consistent with hydrogen degradation of a component. Technical services advised the boston scientific representative of the findings and that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported. Additional information was later received from the field noting there was 16% battery remaining. It was confirmed the device has been explanted and replaced successfully. There were no additional adverse effects to the patient reported. This product has not been returned to boston scientific. As a result, analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause.

Event description:
It was reported that there were concerns the implantable cardioverter defibrillator (ICD) was experiencing premature battery depletion (pbd). It was noted that there was a battery depletion (bd) error code. Device data showed the device power consumption was increasing in a gradual fashion. It was noted that the increase in power consumption was consistent with hydrogen degradation of a component. Technical services advised the boston scientific representative of the findings and that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported. Additional information was later received from the field noting there was 16% battery remaining. It was confirmed the device has been explanted and replaced successfully. There were no additional adverse effects to the patient reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This report contains a correction to the awareness date from the previous report: follow-up #2. This report contains a correction to the event description and device coding. Fields b5:describe event or problem and h6: device codes along with any other relevant fields have been updated. This product has not been returned to boston scientific. As a result, the allegation of premature battery depletion have been confirmed with analysis of the device data, but information was not sufficient to determine probable cause. This report will be updated should additional information become available or if the product is returned and analysis is completed.